Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that leak was dried upon arrival and that most of leak had already been cleaned up by customer. The fse discovered a triple pinch valve (pv37) had tubing that was worn and leaked when the analyzer was placed in clean mode the evening before. The fse replaced tubing at pv37 and further cleaned inside of analyzer ensuring no new areas of leaking, verified operation and system with passing of startup, latron, and controls. The fse indicated that no error messages were produced during this event. Failure mode: worn tubing at pv37. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) stating a less than 5 ml, uncontained, cleaner leak coming from the coulter hmx autoloader analyzer (115v) was observed on the right side of the instrument after maintenance. The source of the leak was not found and leak was uncontained. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.